Event description:
It was reported a filter did not appear to open completely following deployment via a jugular approach. Another filter was successfully placed without any patient complications. This device remains implanted. Therefore, no failure analysis will be available. As a lot number for this device was not provided, a device history search could not be performed. It was indicated continual flushing of the carrier system during the implant procedure was not performed which the company believes may have contributed to this event. However, the company is unable to determine the exact cause for this event. The company's directions for use state: "do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe... The introducer catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure... Insufficient flushing can allow thrombus formation inside the titanium greenfield vena cava filter which can bind the legs and prevent complete opening upon release".